Event description:
Baxter exactamix parenteral nutrition bags continue to leak contents when filled with solution by pharmacy despite use of proper technique. Despite the lot provided by the MFR listed as "good" and not affected by ongoing recalls of other lots of this same device, lot #60131894 for 3l size bags was found to leak over 3 separate occasions: twice from the middle port location and once from the seam at the top left corner of the bag.